Manufacturer narrative:
One smiths medical tracheostomy/pvc - portex tubes blue line classic and two pictures were returned for analysis in a used condition. The returned sample was visually inspected and indicated that the neck tapes were found with a yellow coloration confirming the reported condition. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that upon opening of a smiths medical tracheostomy/pvc - portex tubes blue line classic, it was noted that the color of the strip inside the packaging turned yellow. No adverse effects were reported.